Manufacturer narrative:
Corrected data: product not returned. An event regarding santoprene handle degradation was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been (B)(4) other event for the lot referenced.. Conclusions: a CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of the CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
Triathlon knee instruments that have green rubber handles had an oily substance oozing from them.

Manufacturer narrative:
When completed, the investigation results will be submitted, in a supplemental report.

Event description:
Triathlon knee instruments that have green rubber handles had an oily substance oozing from them.